Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient's reciever was overheating. No additional event or patient information is available. It was reported that the patient used an alternate battery charger. Labeling indicates: only use dexcom-supplied parts (including cables and chargers). Use of non-dexcom supplied parts may affect safety and performance.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The reported event of an of an overheating receive was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).